Event description:
In 2004, the patient's sound processor reportedly was unable to link with the device. External equipment was exchanged. However, the problem was not resolved. On six days later, the patient was seen by a company representative for device evaluation. External equipment was exchanged. However, the problem was not resolved. Testing performed confirmed that the patient's device was no longer functioning. Surgery to explant the patient's c1 device is to be scheduled.